Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connector was cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cracked connector. Thus, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis exera iii xenon light source experience a damaged endoscope entrance issue in an unspecified procedure. There were no reports of patient harm.